Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer "passed away suddenly". Reportedly, healthcare provider (hcp) did not have a copy of the death certificate and the exact cause of death was unknown; however, per hcp, it was ¿sudden and thus likely cardiac related¿.

Manufacturer narrative:
The following additional information was received from the (B)(6), office of chief medical examiner. The customer's death was reported to the medical examiner's office; however, the customer's death did not meet the criteria for a medical examiner's office case, as the cause of death was cardiac arrest due to complications of type 1 diabetes. The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue.